Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked between the patient line connector and the transfer set. This occurred during fill three of seven of peritoneal dialysis (pd) therapy. It was further described as "that the patient line connection to transfer set was not screwed on tightly, fluid had leaked". The caregiver (cg) resolved the issue when they tighten the patient line connection. Therapy advanced, fill volume increased normally and no more leak was observed. Renal therapy services (rts) advised the patient to informed their pd nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.